Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was visually inspected. The surface of the lens showed fibers and particles which indicated that the unit was handled and used. The reported event of capsule tear could not be verified. The manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only investigation under this production order. The lens met specification prior to release. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device for patients undergoing intraocular lens implants. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed during inserting (implant) into the eye. The doctor noticed a capsule tear in both the posterior and anterior chamber. The lens was not fully inserted/implanted. The doctor removed the lens and implanted a different lens, a model za9003 lens. An incision enlargement was required. No further information was provided.